Manufacturer narrative:
Device MFR date: battery pack. Monitor - 02/2007. Device eval summary: device evaluations of battery pack and monitor have been completed. The reported problem was confirmed. Battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up, current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. Monitor would not power up. The monitor had a broken battery connector. The root cause of the broken battery connector cannot be positively identified, but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The monitor was retested and restocked. No adverse event resulted form the faulty battery pack and monitor.

Event description:
A foreign distributor sent back components marked "defective".